Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in a 28-year-old female patient who had essure (batch no. C26972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included tenderness. Concomitant products included diazepam (valium), doxycycline, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia and vaginal discharge had resolved. The reporter considered dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: both essure coils to be properly placed. Total bilateral occlusion. Pathology test - on (B)(6) 2015: result: pathologic diagnosis: a. And b. Fallopian tubes, right and left, tubal ligation: complete cross section of fallopian tube identified bilaterally. Negative for malignancy. C. And d. Essure coils, right and left, removal: essure coil identified, bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in a (B)(6) female patient who had essure (batch no. C26972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included tenderness. Concomitant products included diazepam (valium), doxycycline, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dyspareunia and vaginal discharge had resolved. The reporter considered dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: both essure coils to be properly placed. Total bilateral occlusion. Pathology test - on (B)(6) 2015: result: pathologic diagnosis: a. And b. Fallopian tubes, right and left, tubal ligation: complete cross section of fallopian tube identified bilaterally. Negative for malignancy. C. And d. Essure coils, right and left, removal: essure coil identified, bilaterally. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs and mr received. Essure lot number and race added. Product indication and implant date updated. Previously reported ¿injury¿ was updated to lower pelvic pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, migraines / headaches, dyspareunia (painful sexual intercourse) and vaginal discharge. Event severity added for: lower pelvic pain. Event outcome added for all the events which are claimed in pfs. Reporters, medical history, lab data, historical and concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.